Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 141 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm other than her having the device in her pocket. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.